Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: delamination of the valve. Leak test and microscopic analysis was performed which identified: delamination total of the valve and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.